Event description:
Customer reported that for 2 weeks, the customer has been getting low alerts and thresh suspend alarms when her blood glucose value is not low. Customer stated that the sensor was reading 47 mg/dl and her blood glucose 97 mg/dl. Customer stated that one night it suspended and she was tired and thinks she didn't cancel the suspend and her blood glucose went into the 500 mg/dl range; when the incident started it was 129 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.